Manufacturer narrative:
Concomitant medical products: product ID: 8637-40 neuro pump, implanted: (B)(6) 2018; product ID: 5086mri58 lead, implanted: (B)(6) 2011; product ID: 5086mri45 lead, implanted: (B)(6) 2011; product ID: 8711 catheter, (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a pacemaker upgrade procedure the new lead could not be passed due to occlusion. The right ventricular (rv) lead was removed. No patient complications have been reported as a result of this event.